Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that this was an unknown procedure performed on (B)(6) 2020. While the electrode was being in use, it suddenly stopped working. A generator showed the error message ¿invalid.¿ the complaint device was received and evaluated. No visual damages in the device, no saline residues were observed, no signs of activation can be observed, electrode was tested, and did not presented failures, any message in the generator was presented. However, the electrode will be sent to the manufacturer for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging, the active tip of the device shows signs of activation with tissue debris around the periphery and in the suction port, the suction tube shows signs of saline residue, no visible damage on shaft, handle and cable. The electrical test was performed with the different parameters (active continuity, cut return continuity, return continuity, primary capacitance, secondary capacitance, hipot active-return, hipot active- cut return, hipot return- cut return) as a result all test passed. The functional testing using vaprvue generator (gml 4854/2), the test included different values as generator connection display, generator default values, minimum settings available, maximum settings available, available waveforms, flow test and activation test, as result all test were pass. Summary: the customer claimed when the device was plugged into the generator the message of ¿invalid instrument¿ appeared. The testing could not substantiate this claim with the device successfully passing both the electrical and functional tests. From our investigation we were unable to confirm the customer reported fault or find any other fault with the returned device. The returned device was found to function as expected passing both functional and electrical testing. As part of the complaint investigation process the manufacturer review the DHR for the complaint lot number advised. The lot number advised 20221031 in this case is an invalid lot number therefore the complaint product lot number remains unknown in the reports provided. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported that this was an unknown procedure performed on (B)(6) 2020. While the electrode was being in use, it suddenly stopped working. A generator showed the error message ¿invalid.¿ the procedure was completed with a replacement less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred.